Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic, the right ventricular lead exhibited noise, the patient did received inappropriate atp. A fluoroscopic image was taken which revealed externalized conductors. The lead was capped and replaced successfully (B)(6) 2018. The patient was stable prior during and after the procedure.

Manufacturer narrative:
Only the connector end of the lead was returned in one piece measuring 19.3 cm. External insulation abrasions were noted in two locations 12.2 cm to 12.8 cm and 17.1 cm to 18.1 cm from the connector pin. Both breaching the rv and svc cable lumens and both consistent with friction to the device can. In one abrasion the insulation abrasion breached the rv and svc cable lumens with an abrasion noted to one of the svc etfe cable coating. The inner lumen was not damaged in this region. In the other abrasion the insulation abrasion breached the rv and svc cable lumens with one rv etfe cables abraded and detached/separated and one of the svc etfe cable coating abraded. The inner lumen was found to be abraded with no damage noted to the ptfe liner. The reported event of noise was not confirmed. The reported events of ¿externalized conductors¿ and inappropriate atp was isolated to the external insulation abrasions and the exposure of the rv and svc cables.

Manufacturer narrative:
Correction: please correct the aware date on initial report to 8/7/18 the date was previously reported incorrectly as 8/8/18.